Event description:
It was reported the MFR's rep was unable to obtain telemetry or recharge the device, it was suspected to have flipped in the pocket. The pt underwent revision surgery to reposition the device. After the revision, multiple attempts were made to recharge the device without success, the pt had the device replaced. The pt recovered without sequela. Additional info has been requested, a follow-up report will be submitted if additional info becomes available.

Manufacturer narrative:
The device has been returned to the MFR for analysis which is not complete as of the date of this report. A follow-up report will be sent when the analysis is complete.